Event description:
At about 6 months from primary, the patient came in due to signs of infection. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29-dec-2025. Gmk-hinge 02.09.0317h gmk-hinge tibial insert - size3 - 17 mm (k130299) lot. 2118881: (B)(4) items manufactured and released on 02-may-2022 expiration date: 2027-04-10. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09.2603l gmk-hinge femoral component l - size3 (k130299) lot. 2418910: (B)(4) items manufactured and released on 06-nov-2024 expiration date: 2029-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09.4003l gmk-hinge tibial tray - 3l (k130299) lot. 2419492: (B)(4) items manufactured and released on 25-nov-2024 expiration date: 2029-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.12. E001rp gmk-sphere resurfacing patella e-cross - s1 (k202022) lot. 2507457: (B)(4) items manufactured and released on 27-may-2025 expiration date: 2030-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.